Event description:
The customer reported falsely elevated alinity I free t4 (ft4) results generated on the alinity I processing module. The following data was provided: initial ft4 result = > 64.35 pmol/l repeat ft4 result = 16.55 pmol/l (reference range: 9.01-19.05 pmol/l). The customer issued the report based on the re-test result of 16.55 pmol/l . There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the alinity I free t4 assay as well as an increase in complaint activity for reagent lot 68901ud01. However, testing was performed utilizing retained kit of lot 68901ud01 and noted that all testing passed, indicating the reagent lot is performing as expected. The device history record was reviewed and did not identify any nonconformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 68901ud01 was identified. Updated section d3 to include new email contact information. Updated section g1 to include new mfg site email information.

Event description:
The customer reported falsely elevated alinity I free t4 (ft4) results generated on the alinity I processing module. The following data was provided: initial ft4 result = > 64.35 pmol/l. Repeat ft4 result = 16.55 pmol/l (reference range: 9.01-19.05 pmol/l). The customer issued the report based on the re-test result of 16.55 pmol/l. On 14may2025, the field service engineer arrived onsite and retested the sample and the result was 13.77 pmol/l. On 10jun2025, additional patient information was provided: on (B)(6) 2025 at 0900, the patient¿s initial free t4 result was > 64.35 pmol/l while the tsh and t3 results were normal. The second free t4 result was 23.42 pmol/l; the third free t4 result was 16.55 pmol/l; the fourth free t4 result was 15.75 pmol/l (this result which was released to the clinical physician). The field service engineer arrive onsite to conduct troubleshooting and maintenance on the instrument. The quality control values were within range. The patient¿s sample was retested again and generated a result of 13.77 pmol/l. It was noted there was a 4-hour delay in testing, however there was no harm to the patients. After further review, it was confirmed that the patient did not undergo any changes to treatment due to the elevated free t4 result as it was not released to the physician. There was no impact to patient management reported.

Manufacturer narrative:
Updated b5 - describe event or problem: to include additional information added that was received on 14may2025. All available patient information was included. Additional patient details are not available. Upon review, discovered wrong option was selected. Updated: d9 - from yes to no / updated d8 - from ni to no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2025, the field service engineer arrived onsite and retested the sample and the result was 13.77 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Updated b5 - describe event or problem: to include additional information added that was received on 10jun2025. Updated b3 - date of event initial: 4/19/2025 / corrected date of event 16apr2025 - this was provided from additional information received on 10jun2025. All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2025, additional patient information was provided: on (B)(6) 2025 at 0900, the patient¿s initial free t4 result was > 64.35 pmol/l while the tsh and t3 results were normal. The second free t4 result was 23.42 pmol/l; the third free t4 result was 16.55 pmol/l; the fourth free t4 result was 15.75 pmol/l (this result which was released to the clinical physician). The field service engineer arrive onsite to conduct troubleshooting and maintenance on the instrument. The quality control values were within range. The patient¿s sample was retested again and generated a result of 13.77 pmol/l. It was noted there was a 4-hour delay in testing, however there was no harm to the patients. After further review, it was confirmed that the patient did not undergo any changes to treatment due to the elevated free t4 result as it was not released to the physician.